Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a successful ipg replacement due to difficulty charging the implant. The physician does not suspect malfunction with the ipg. The patient was doing well after the procedure.